Event description:
It was reported that during surgery, the implants t1 and t2 were simultaneous deployment. A backup device was used to complete the procedure with no significant delay and no patient injuries.

Manufacturer narrative:
One used fast-fix 360 reverse curve needle delivery system was returned for evaluation. Visual assessment of the device showed the suture and both ts remain on the delivery needles. The suture is protruding out of the proximal end of the depth limiter. The depth limiter was removed so the device could be functionally tested. The needle is bent. The device was tested for deployment using a rubber meniscus model each t deployed as intended. The device was not returned in the reported condition of simultaneous deployment. ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. There were no indications that would suggest that the devices did not meet product specifications upon release into distribution.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated.

Manufacturer narrative:
Additional information was added.

Event description:
It was reported that during surgery, the implants t1 and t2 were simultaneous deployment. T2 implant was not deployed through the meniscus, both implants were removed. A backup device was used to complete the procedure with no significant delay and no patient injuries.